Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's pulse generator could not be interrogated. The programmer was unable to recognize the device. Multiple telemetry wand positions were attempted but the device was still unable to be interrogated. A telemetry strength test was performed and the test was successful; however, the patient's device could still not be interrogated. A magnet rate test was performed. The patient's intrinsic rate was 60 bpm and the device's magnet rate was 90 bpm. The patient's device was removed and replaced.